Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that it worked like a charm when they got home, but after evening went on, they didn¿t feel stimulation like they had prior to voiding; they felt like they were kind of reverting back to their old symptoms. They stated that normally they would have no problem getting to the bathroom on time, but on (B)(6) 2017 they had urgency to go and just made it to the bathroom in time. It was also noted that they almost felt as though it wasn¿t working because they were not having as much volume when they went during the day, and they thought it may be due to the pressure on their bladder not allowing them to empty. The manufacturer representative helped them adjust their amplitude to 4.2. No further patient complications are anticipated or expected as a result of this event.